Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On january 21 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch onetouch ping meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016 at 09:30 pm. The patient manages her diabetes with an insulin pump and it is unknown if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient developed symptoms of "sick, thirsty and urination" 45 minutes after the alleged issue occurred however the reporter denied that the patient denied receiving any treatment. During troubleshooting the cca noted that the correct test strips were used and completely drew in sample. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.